Event description:
It was reported that balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm. The procedure was completed with another of the same device. There were no patient complications.